Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor resistor. No moisture damage found inside the insulin pump. The insulin pump was received with bleeding lcd glass, scratched lcd window, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed compromised force sensor system during prime/rewind sequence. The customer's father stated there are water spots on upper right screen. The customer's blood glucose was 185mg/dl. The customer was advised the insulin pump will be replaced and revert to back up plan.